Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported system error 105, which was observed at power up. Evaluation found that the motor flex was not secured properly causing the system error 105. The motor flex was properly secured and the device was calibrated to correct this condition.